Event description:
It was reported that the implantable pulse generator (ipg) encountered an elective replacement indicator (eri). It was noted that the ipg had a suspected measurement lockup and the eri was most likely triggered by the measurement lockup. The ipg was scheduled for reprogramming. Approximately four days later the measurement data was available and reflected normal values. The ipg was reprogrammed to original ddd mode, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, false elective replacement indicator (eri) triggered on 2014 october 06 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Products: 5554-45 lead implanted: 2010 (B)(6). (B)(4).